Event description:
During a therapeutic obtryx mesh sling procedure the doctor button holed the vaginal mucosa, so he attempted to pull the sling back out. In so doing the small dilator tip with loop got caught and detached inside the patient. The doctor chose to leave the small piece inside the patient and there have been no patient complications.